Event description:
A customer reported via webform that the adc device sensor was partially detached. A capillary result of 216 mg/dl was obtained and customer reported requiring unspecified assistance from a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported via webform that the adc device sensor was partially detached. A capillary result of 216 mg/dl was obtained and customer reported requiring unspecified assistance from a third-party. There was no report of death or permanent injury associated with this event.